Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three months ago, the consumer started using reach toothbrush unspecified, twice daily, for brushing teeth (route dental, lot number and expiration date unspecified). After an unspecified duration while brushing the teeth, about half an inch below the oval on the handle, the toothbrush broke in two pieces and the only rubber was holding it together. The consumer stated that the same issue occured to the last toothbrush when used. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This is an follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2013-00023. The manufacturer report number for the second product in this case is 2214133-2013-00024. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three months ago, the consumer started using reach toothbrush unspecified, twice daily, for brushing teeth (route dental, lot number and expiration date unspecified). After an unspecified duration while brushing the teeth, about half an inch below the oval on the handle, the toothbrush broke in two pieces and the only rubber was holding it together. The consumer stated that the same issue occured to the last toothbrush when used. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Sample was returned and visually inspected. The top half of one light green toothbrush received and was broken approximately one cm below the thumb grip. The bottom half was not returned therefore a lot number was not available. There were no manufacturing or facility atypical events, deviations or non-conformances. A change of the basic handle material to increase the handle flexibility was validated and released in (B)(6) 2012. There were no further related product, process or facility changes. The returned toothbrush lot was manufactured according to the specification. No adverse trends were noted. Although the returned sample received was broken the product defect was not due to a manufacturing occurrence and the break occurred due to high compression forces at the thinnest point on the handle. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. Based on the investigation performed, the disposition of this complaint was undetermined. Based upon an acceptable manufacturing or facility issue review, lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Based on the investigation performed, the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three months ago, the consumer started using reach toothbrush unspecified, twice daily, for brushing teeth (route dental, lot number and expiration date unspecified). After an unspecified duration while brushing the teeth, about half an inch below the oval on the handle, the toothbrush broke in two pieces and the only rubber was holding it together. The consumer stated that the same issue occured to the last toothbrush when used. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three months ago, the consumer started using reach toothbrush unspecified, twice daily, for brushing teeth (route dental, lot number and expiration date unspecified). After an unspecified duration while brushing the teeth, about half an inch below the oval on the handle, the toothbrush broke in two pieces and the only rubber was holding it together. The consumer stated that the same issue occured to the last toothbrush when used. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2013-00023. The manufacturer report number for the second product in this case is 2214133-2013-00024. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2013-00024. The manufacturer report number for the first product in this case is 2214133-2013-00023. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2013-00023. The manufacturer report number for the second product in this case is 2214133-2013-00024. This closes out this report unless other additional significant information is received.